Event description:
It was reported that revision surgery was performed due to periprosthetic fracture.

Manufacturer narrative:
The purpose of this investigation was to perform analysis of the retrieved journey bi-cruciate stabilized (bcs) insert. Macroscopic photo analysis was performed on the retrieved insert. Upon visual examination, burnishing and mild abrasive wear typically seen in other retrieved inserts were observed in the medial and lateral articulating areas. Mild burnishing was observed on the distal surface. Mild rounding typically seen in a fully locked insert was observed near the anterior locking mechanism. Mild burnishing and deformation due contact with the anterior femoral cam was observed near the bottom anterolateral part of the post. Burnishing and deformation due to normal contact with the femoral component were observed on the posterior side of the post centered in the proximal-distal direction. In conclusion, the returned journey bcs insert showed the typical wear features of burnishing and mild abrasive wear on the articulating surfaces. The location of deformation and burnishing appearance seen on the post were as expected. The features observed on the retrieved journey bcs insert were similar to those seen on other retrieved inserts that were reported to be well performing.

Event description:
It has been reported that a revision surgery was performed approximately 2 years from the initial surgery. No additional information has been provided at this ttime.